Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, the 3 channels of the device were programmed to deliver unspecified concentration of vasopressin, epinephrine, phenylephrine, and the deliveries were started. No specific programming parameters were provided. It was reported that the three tubing sets were connected to a stopcock that was connected to the patient's central catheter. After an unspecified length of time, the vasopressin and phenylephrine deliveries were stopped and the delivery of epinephrine continued. It was reported that after an unspecified length of time, the patient coded. The vasopressin and phenylephrine deliveries were restarted at unspecified rates. At this time, the device alarmed for "high pressures" and the delivery stopped. The tubing set cassettes were removed from the device and the deliveries were continued via gravity, "pressure pushed" by the nurses. The position of the stopcock and if resistance was met during the reported "pressure" pushing was not specified. The device was removed from clinical service. Therapy was resumed using a replacement device. It was reported that the patient "survived the code"; however, continued to code an unspecified number of times throughout the night. At an unspecified time, the patient expired. Multiple unsuccessful attempts have been made for additional information including the cause of the patient's death.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).